Manufacturer narrative:
This report is still under investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient suffers from toxic cobalt chromium metal ions, clicking, pain, discomfort, and inflammation.

Manufacturer narrative:
(B)(4). Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the product and lot code combinations. Per procedure, this device is exempt from device history record review. A search of the complaints databases identified no other related reports against the remaining product/lot code combination. The investigation can draw no conclusions with the information provided. Per procedure, this device is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 11/10/15- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported decreased mobility, decreased range of motion and stiffness. The medial records reported lateralized acetabular cup on radiograph not reported as it was not revised, radiograph reportedly showed mechanical loosening of stem not reported as it was not revised, leg length discrepancy, numbness of feet, hetertopic ossification and possible adverse local tissue reaction. The revision surgical report noted dark stained fluid, metallosis, soft tissue necrosis with 30% of abductors involved, metal debris, significant wear on neck, and pseudotumor. Labs dated (B)(6) 2015 reported cobalt 3.2 and chromium 1.3 without reference ranges. These are below the reporting requirements of 7 parts per billion. The patient had femoral head exchange completed on (B)(6) 2009, see (B)(4), for alleged sepsis. Medical records indicate there was no infection or sepsis. During head exchange it was noted that the liner was too difficult to remove and original liner was left in place. Part/lot updated. The complaint was updated on: nov 23, 2015. (B)(6) 2015: cobalt 3.2 (no reference) chromium 1.3 (no reference) crp 45.1 (<8).

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the product and lot code combinations. Per procedure, this device is exempt from device history record review. A search of the complaints databases identified no other related reports against the remaining product/lot code combination. The investigation can draw no conclusions with the information provided. Per procedure, this device is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.